Event description:
Removal of endosseous dental implant. According to the clinician 4 implants were placed is site numbers 6,7,10, and 11 during a highly complex procedure entailing placment in a narrow bone ridge in conjunction with freeze-dried bone augmentation class iii bone. The clinician reports that the placement of this implant in site #10 was compromised due to the root proximity to the tooth in site #9. According to the clinician the implant in site #10 was loose approx. 10 months post-operatively and was removed at that time. The clinician reports that the remaining 3 implants are stable.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.